Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. During the most recent occurrence, the customer's blood glucose level was 243 mg/dl, which was addressed with manual injections. In addition, the customer will continue to use manual injections as alternate insulin therapy.